Event description:
The customer reported the collimator closed down at boot up. When this occurs, the collimator leaves shut not allowing x-rays through and may result in a system lockup. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.